Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 600 mg/dl associated with an alleged inaccurate delivery issue. Customer technical support (cts) was unable to determine what the issues were with the pump. Troubleshooting could not be completed at the time of the complaint because the reported refused to troubleshoot. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 10-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: during investigation, the black box contains dates from 19-mar-2020 to 27-mar-2020. The black box and histories for the issue reported on 11-oct-2018 have been overwritten. The dates in total daily dose history are in congruent changing from 18-mar-2019 to 18-mar-2020. There was no data in black box from these dates due to continued use. The daily insulin delivery totals appear inconsistent due to date changes. The pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 5:11pm on 3/27/2010.the pump passed delivery accuracy test and found to be delivering within required specifications. All activity performed during testing was accurately recorded in pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.